Manufacturer narrative:
The pt was a male, but his age was unk. The target lesion was aha2. The vessel was a de novo, heavily calcified and moderately tortuous. There was 100% stenosis (cto). Retrograde approach from the septal branch at lad was conducted by engaging the gc (launcher 7fr ebu) to the lad, and antegrade approach with a gc (launcher 7fr al1sh) was conducted by engaging it to the rca. A microcatheter (transit2 150cm) was inserted into the gc (launcher 7fr ebu) engaged at the lad and a gw (fielder fc) crossed the lesion to (aha2) middle right coronary artery from the septal branch by retrograde technique. Additional info indicated that there was not difficulty removing the products from the hoop, and no kinks or other damages were noted prior to inserting the products into the pt. The devices prep normally (i.e. Maintain negative pressure). The contrast to saline ratio was unk, but usually is 1:1. The inflation device was an everest 30, and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve, the guide catheter, vessel, or crossing the vessel. The catheter was never in an acute bend. There was no indication of difficulty with balloon deflation. No further info was available. Additional info will be submitted within 30 days of receipt. This one of two products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2009-01615.

Event description:
After the gw crossed the lesion at (aha2) middle right coronary artery safely, the tip of the gw was inserted into the gc engaged at the rca. In order to remove the micro catheter from the septal branch, the physician inflated the firestar (2.5/20mm: complaint product1) inside the gc (launcher 7fr al1sh) to prevent the gw from moving during removal of the microcatheter. While the firestar was being inflated, the balloon ruptured at 14atmospheres inside the guiding catheter. However, the microcatheter was safely removed from the septal branch. Then, because the gw crossed the entire rca safely, physician inserted a second gw (miracle3) and a microcatheter (transit 130cm) by antegrade approach from the gc (launcher 7fr al1sh) engaged at the rca. The lesion was inflated from the proximal end of rca. Firestar (2.5/20mm: complaint product2) was inflated at 10 atmospheres for 10seconds for 3~4times and the balloon ruptured. Therefore, a different balloon (bp22: 2.5/15mm) was used instead and stents were implanted at the target lesion. The procedure was safely finished. There was no pt injury reported. The products were clinically used and will be returned for analysis. Physician's comment: suspect the firestars' product defect. Would like us to investigate on this event and obtain detailed pictures of the balloon.